Event description:
After completion of a tavr case, using a 29mm sapien 3 ultra resilia valve (inside of a pre-existing surgical valve, the patient's pressure dropped which was attributed to a previously undetected iliac perforation. It was suspected to have been caused by the implanter pushing the sheath back in (it had backed out as the introducer was pulled). The perforation was stented, and the patient is stable. Follow-up indicated that the sheath had not been sutured yet although the team will always take this step. There is no available information on how far the sheath backed out and there was no damage to the sheath. The device was discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 16fr esheath plus was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions were reviewed: esheath plus, device preparation training manual and device procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for difficulty introducing sheath was unable to be confirmed without the returned device or relevant procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported "after completion of a tavr case, using a 29mm sapien 3 ultra resilia valve (inside of a pre-existing surgical valve, the patient's pressure dropped which was attributed to a previously undetected iliac perforation. It was suspected to have been caused by the surgeon pushing the sheath back in (it had backed out as the introducer was pulled). Follow up with the tm indicated that the sheath had not been sutured yet although the team will always take this step. The tm was not aware how far the sheath backed out. The device was discarded at the hospital. There was no damage to the sheath". In this case, it is likely that the sheath was unstable while the introducer was removed, causing the sheath to move. Sheath instability may lead to difficulty during insertion, as reported. Available information suggests that procedural factors (sheath instability) may have contributed to the complaint events. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.